Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shocks due to noise on the right ventricular lead. Lead fracture was noted. The lead was capped and replaced. The patient was in stable and in good condition.